Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the afternoon of (B)(6) 2025, the patient used the dialysis catheter for the third time for hemodialysis treatment. When the nurse loaded the patient to disinfect the dialysis catheter port, the nurse found suspected linear cracks in the blue (venous) port of the catheter, which was reported to the doctor on duty. The doctor looked at it and considered it to be different. Onboard the patient as prescribed. After the patient was placed on the machine for 1 hour, the nurse toured the patient and found a small amount of blood stains on the towel wrapped around the catheter and the tubing connection. The nurse checked again and suspected that there was a crack at the thread opening of the catheter connector. After reporting back to the doctor on call, the doctor again checked that there was indeed a crack. According to the medical order, the blue connector of the dialysis catheter was not used for the time being. The treatment was treated with a direct puncture of the vein as the return end, and a new dialysis catheter connector was replaced on an alternative day. There was a leak at the luer adapter. The catheter was not repaired. No instrument was used to loosen or tighten the device. Tego was not utilized. As a remedial action, they implemented a temporary external catheter adapter replacement, and the procedure was completed. Nothing unusual was observed on the device prior to use. Flushing was done with no anomalies observed. The insertion site was treated prior to product placement with routine disinfection. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No other products are being utilized with the device. No excessive force was used on the device. Replaced the connector as an intervention/treatment as a result of the event. There was a blood loss (minor serous exudate; blood loss was not quantified), and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of pe (B)(4).